Event description:
Boston scientific received information that this device declared end of life (eol) due to extended charge times. At the device replacement procedure, the physician noted that the device header partially cracked off of the device. The physician believes this was due to the excessive force needed to get the device out of the patient's pocket. The device was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.